Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Additional information received indicated that patient did not recharge the ipg as recommended. As a result, the ipg became inoperable.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Surgical intervention may be pending for this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.